Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and reseated. The system pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to display an image. There is no report of death or serious injury.